Event description:
The pt called lifescan and alleged the one touch ultra meter had segments missing. The reading was 266 mg/dl. The pt took glipizide. No symptoms of high or low blood glucose. An appointment was made with the dr for the next day for a blood glucose check. The reading on an unk meter was 166 mg/dl. No treatment given. Based on the info obtained from the pt there is indication the product malfunctioned due to the segments missing, however no indiction this led to a serious injury. The meter was replaced and return expected.